Event description:
The customer reported, the system's dose was too high. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dose was adjusted. The system was then found to be working as intended and within specifications.